Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D11 - z.s.g.m. Cutter 2:1 ratio caution: sharp; part #: 00-7703-020-00; lot #: 63278398; serial #: (B)(6). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part #: 00770301500; lot #: 63339466; serial #: (B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the mesh was incomplete. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration was out of specifications but produced a passing sample mesh. 1.5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable even once the collars and gear were replaced. The 2:1 ratio cutter, serial number (B)(6) produced a passing sample mesh and the collars and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the belleville washers and roller gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of a damaged cutter. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that "a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher."

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; 00-7703-015-00; (B)(4); z.s.g.m. Cutter 2:1 ratio caution: sharp; 00-7703-020-00; (B)(4).

Event description:
It was reported that the device produced an incomplete mesh. No adverse events were reported as a result of this malfunction.